Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope displayed scope communication error (e226), error e117, and no image was displayed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h2,h3, h6, h11. The device was returned to olympus for inspection. The reported errors could not be confirmed. Also the image could not be inspected due to the damaged condition of scope connector. Therefore; no image could be displayed. Based on the results of the investigation, a root cause could not be identified. It is presumed the no image could be displayed due to a damaged scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer